Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. Surgery was completed with another lens. No suture was required.